Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, there was a staple stuck and could not be used. Surgeon replaced the device to resolve the issue. No patient injury.